Manufacturer narrative:
Submitted: 31-jan-2018. The pump has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked with moisture inside the battery compartment. Animas corporation 200 lawrence dr (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a case/condition/moisture issue. This report is made based on results of investigation completed on 22-jan-2018.